Manufacturer narrative:
(B)(4). Batch # p9301p. Investigation summary: the device was returned with the blade tip broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for error code 'relax pressure on blade'. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code 'relax pressure on blade'. Changed to a second device to continue. There was a solid tone with error code 'relax pressure on blade'. Changed to the third one and there was a solid tone with error code 'relax pressure on blade'. Changed to another one to complete the procedure. There was no report on patient injury.